Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: on investigation the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was torn while the ¿up¿ button responded intermittently. Removal of the keypad cover found contamination under the ¿up¿ and contrast button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad cover was missing/peeling. The down arrow and okay buttons were said to be under responsive, and the up arrow button was said to be over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.